Event description:
The livewire catheter was inserted to body via sheath and placed in proper position. The cables were then attached and we could not obtain an intracardiac reading for all poles of the catheter, specifically pole 3 and 4 and pole 13 and 14. The livewire catheter was removed from the patient and a new one was obtained showing all intracardiac readings. Livewire will be sent back to manufacturer.